Manufacturer narrative:
(B)(4). One used lf1520 ligasure device was received for evaluation. Visual inspection of the returned sample confirmed that the jaws were latched shut and could not be opened. Further examination found this to be due to components within the handle that were out of alignment, where the handle ski had jumped its track and was caught on the internal ski guide. The investigation for this issue could not reliably determine how the ski pulled out of the guiding track. The handle components had no signs of warping or damage. Testing during manufacturing also would have caught this issue. A review of the device history records for this lot shows no potentially contributing factors, and that the device was released after meeting all quality specifications. No trend is associated with this issue.

Manufacturer narrative:
(B)(4).the incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device jaws would not open after application to tissue. This occurred after a few uses of the device without issue, and the jaws were removed by tissue resection. No patient injury occurred and another device was used to complete the procedure.